Manufacturer narrative:
(B)(4). Reporter¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing on the battery handpiece device was not functioning and defective. It was further determined that the device failed pretest for status of development, general condition, free moving and function of all modes. It was noted in the service order that the device was seized, jammed and heavy moving while in use with an attachment device. This event did not occur during surgery. There was no patient involvement. The exact date of this event is unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.